Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the system was explanted due to infection. There is no allegations from a healthcare provider that the system caused infection. Possible cause of infection is patient's dialysis treatment. The patient was stable post procedure.